Event description:
Related manufacturer reference number: 2017865-2022-08052. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of leads, it was noted that the right ventricular (rv) lead and the right atrial (ra) lead were dislodged. There was no capture threshold on both the leads which resulted in no pacing. The physician explanted and replaced the rv and ra leads on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and no capture threshold. As received, a complete lead was returned in one piece with the helix found partially extended with traces of blood/ body fluid. After cleaning, the helix was able to be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. The reported event of no capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies